Event description:
It was reported that the pump housing was damaged surrounding the usb port, and the pump could not be charged. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.